Manufacturer narrative:
H2: additional information: see d10 and g3. H3: one cadd ms3 pump was received with the rear housing damaged. The event history log was reviewed and there was no evidence available. Functional testing was performed and the pump was visually inspected. The reported issue was able to be confirmed. During inspection, the pump failed loaded cartridge and lead screw tests. Further investigation of the pump and determined that the drive rod assembly was defective and the root cause of the issue. Therefore, the drive rod assembly will be replaced to resolve the issue.

Event description:
Information was received indicating that during use of this smiths medical cadd ms3 pump, the patient attempted to switched to backup pump as usual and the pump did not work. It was reported that this was not when the patient experienced shortness of breath, trouble getting up, and chest heaving. Subsequently, the patient switched to another pump and according to the report felt better but still experienced slight shortness of breath and headache. It was reported that no medical intervention or treatment occurred, and infusion is life-sustaining. No additional adverse effects were reported.